Manufacturer narrative:
(B)(4). The product was returned with the membrane completely unfolded and blood on the exterior of the catheter and between the catheter and the sheath. The returned sheath was over the catheter but it was not a maquet product. The pressure tubing was also returned. Two kinks were observed on the catheter tubing near the y-fitting approximately 75.7cm and 76.2cm from the iab tip. The optical fiber was found to be broken within the catheter tubing approximately 54.9cm from the iab tip confirming the reported alarm. It is difficult to determine when or how a break in the fiber optic occurs. However, a kink in the catheter can cause the fiber optic to break resulting in no signal or the inability to calibrate it. A device and lot history record review was completed for the reported product. No non-conformances were found that are considered to be related to the event. (B)(4).

Event description:
It was reported that on (B)(6) 2017 a patient was taken to the critical cath lab (ccl) for left heart catheterization. After insertion of the intra aortic balloon (iab) there were multiple alarms from the intra aortic balloon pump (iabp) due to a fiber optic sensor failure. With the guidance of the manufacturer the rn performed troubleshooting. After which the central lumen via transducer was connected which gave them pressures. The catheter began to function normally. The next day on (B)(6) 2017 the patient underwent heart surgery. The patient was on multiple vasopressors and inotropes. The patient expired on (B)(6) 2017 due to cardiogenic shock. The facility does not attribute the death to the device.